Event description:
It was reported that a physician was unable to insert the lead pin into the generator. The physician used a different lead without any difficulties. The lead that could not be used has been returned to the MFR; however, device eval has not been completed.